Event description:
Boston scientific received information that this patient's new device at implant exhibited a high out-of-range (oor) shock impedance of greater than 125 ohms while in the triad configuration. This device was removed and the chronic device connected to the chronic lead, showed normal impedances. The physician thought this was a device issue, so a new device was then used. The physician connected this chronic right ventricular (rv) lead and had the same oor impedances. Boston scientific technical services (ts) was consulted and stated that our newer devices have more susceptibility to electromagnetic interference (emi) and that the oor impedances are likely interference in the room. The second device remains implanted with this lead and the device was reprogrammed to shock vector distal coil to device. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.